Event description:
Related manufacturer reference number: 2017865-2023-40408. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) and right ventricular (rv) lead were found to have been sensing noise. Programming changes were made to resolve the noise issue. The patient had no adverse consequences.